Event description:
It was reported that an asymptomatic patient presented in clinic due to merlin transmission showing non-sustained lead noise due to post-paced t-wave oversensing. Programming changes were made and resolved the issue. Patient was doing well following the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.